Event description:
Customer reported unexpected color in cell ii of panoscreen ii, lot# 14617. Cells appeared dark in color in all five sets received in the same shipment.

Manufacturer narrative:
Performed a retention inspection on 1 unopen kit of panoscreen lot 14617; products appeared as expected. The retention sample and returned product were submitted for culture. Performed a returned product inspection on 5 unopen kits of panoscreen lot 14617. Products appeared as expected. A retention vial was gram stained and plated on sda. Growth was observed on sda plates and observed microscopically during the examination of the gram stain slides. The growth was identified as candida (yeast). The package insert advises the user not to use the product if the cells darken, spontaneously clump, or if there is significant hemolysis.